Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used for stones in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the picture on the screen was lost after 5 minutes of usage while advancing inside the patient. The screen displayed four to five gray circles. Not all stones were removed from the patient. A plastic stent was placed and the procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.